Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical team observed smoke coming from the tip of the 8 mm permanent cautery hook instrument. There were no reports of any instrument fragments falling into the patient. The procedure was completed with no reported injury.